Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/8/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the vicryl vp2437 suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify note: please mention the source through which the information is received (information received from dr, nurse etc.) During removal from the package, prior to use on patient - were there patient consequences? If yes, please explain. Note: please mention the source through which the information is received (information received from dr, nurse etc.) There is no patient consequence. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one paper lid, one suture inside the winding former and one detached needle were received for analysis. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. It should be noted that a 100% inspection is performed to ensure that no issues related to packaging were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. The product code is nw1326. The visual assessment of the needle noted that the swage and attachment area were observed as expected. The barrel hole of the needle was examined under magnification, and suture remnant could be observed into the barrel hole. The suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported from the analysis of the returned product that suture degradation and hole in cavity was observed, the suture had begun with degradation process attributed to exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. It was reported that a patient underwent a appendectomy procedure in (B)(6) 2025 and suture was used. Surgeon opened vicryl vp2437 foil for meso-appendix closure, after opening from the pack, suture got broken from the swaging point, so surgeon used another foil, after closure when surgeon opened monocryl nw1326 foil for skin closure he found needle & suture was separated. There were no patient consequences reported. Additional information was requested.